Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: we had another tubing issue overnight. A patient was admitted yesterday morning, the rn made IV tubing and connected to the patient, no issues were noted during the day. Overnight they noticed leaking at the male luer lock site where it connected to the cap on the end of the patients central line, also some blood had backed up into the cap. Once the patient was disconnected from that tubing it was noted that the male luer lock was cracked.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - crack with leak was verified by visual inspection. Inspection of the received sample indicates that distal male luer connection of the infusion set tubing has cracked off. The inner tubing of the male luer connection shows that it had been crack off, however, the portion of the cracked off tubing or the component it was connected to was not provided by the customer. A device history record review could not be performed because the lot number is unknown. The root cause for the issue seen in this complaint is that an external force was applied to the connection that cause the luer connecting tubing to crack an break off. If too much force is used during the connection or disconnection when turning the threaded collar, the tubing can crack into the tubing or component being connected to the infusion set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: we had another tubing issue overnight. A patient was admitted yesterday morning, the rn made IV tubing and connected to the patient, no issues were noted during the day. Overnight they noticed leaking at the male luer lock site where it connected to the cap on the end of the patients central line, also some blood had backed up into the cap. Once the patient was disconnected from that tubing it was noted that the male luer lock was cracked.